Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that there were air bubbles in the cartridge. This complaint is being reported because the presence of air bubbles in the cartridge can result in under delivery. There was no allegation of an adverse event associated with this complaint.